Event description:
According to the reporter, when the doctor was connecting the hub during insertion, the silicone tubing of the one back-end was disconnected. The doctor was then requested to open another pack to connect the hub with back-ends that were securely fit. It was that the device was used successfully and the procedure was completed. Flushing was done prior to insertion and the result was normal. There was no intervention or treatment done. There was no blood loss or blood transfusion required. The catheter was not repaired. There was no leak and no tego utilized. Hibitane was the cleaning agent used on the device and on the insertion site prior to product placement. There was no other products being utilized with the device. There was no other defects or damages found on the device prior to use and nothing unusual observed on the device prior to use. There was no patient symptoms or complications associated with the event. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The returned photo did not show the actual device, but instead a diagram of the device where the connection point between the luer adaptor and the y-hub was circled. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the extension tube detached from the hub. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor was connecting the hub during insertion, the venous (blue) extension silicone tubing of the one back-end was disconnected. The doctor was then requested to open another pack to connect the hub with back-ends that were securely fit. It was that the device was used successfully and the procedure was completed. Flushing was done prior to insertion and the result was normal. There was no excessive force used in connecting and disconnecting the hub. There was no intervention or treatment done. There was no blood loss or blood transfusion required. The catheter was not repaired. There was no leak and no tego utilized. Hibitane was the cleaning agent used on the device and on the insertion site prior to product placement. There was no other products being utilized with the device. There was no other defects or damages found on the device prior to use and nothing unusual observed on the device prior to use. There was no patient symptoms or complications associated with the event. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor was connecting the hub during insertion, the silicone tubing (luer adapter) of the one back-end was disconnected. The doctor was then requested to open another pack to connect the hub with back-ends that were securely fit. It was that the device was used successfully and the procedure was completed. Flushing was done prior to insertion and the result was normal. There was no intervention or treatment done. There was no blood loss or blood transfusion required. The catheter was not repaired. There was no leak and no tego utilized. Hibitane was the cleaning agent used on the device and on the insertion site prior to product placement. There was no other products being utilized with the device. There was no other defects or damages found on the device prior to use and nothing unusual observed on the device prior to use. There was no patient symptoms or complications associated with the event. There was no patient injury.